Event description:
In 2002, the pt underwent an angioplasty to mid left anterior descending artery ("lad") for 100% occlusion. The procedure was complicated due to balloon rupture while in the lad. Attempted retrieval of the balloon caused a perforation in the lad and a cardiac tamponade developed. Pericardiocentesis was performed and pericardial fluid drained. Perforation was sealed. Balloon tip was left insitu. Surgery consulted; however, pt was poor surgical candidate and not referred for emergency coronary artery bypass graft. Pt transferred to cardiac care unit for close monitoring. Pt discharged to home in stable condition in june 2002.